Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)

Event description:
The customer reported via phone call that the insulin pump had a frozen screen when a new battery was inserted. The customer also reported a weak signal alarm occurring. Customer stated they were unable to clear the alarm because the keypad was unresponsive. The customer also reported a small crack on the insulin pump's screen. Customer's blood glucose was 19.7 mmol/l. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
The insulin pump was received with unresponsive act button due to corroded keypad trace. No frozen screen was noted. Unable to verify weak signal alarm anomaly due to button keypad anomaly. The insulin pump had cracked display window, cracked case at the display window corners and cracked reservoir tube lip.